Event description:
It was reported that lead was explanted due to increased capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.